Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no image was breakage of the image guide bundle due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho fiber videoscope image was not displayed due to breakage of image guide bundle. There was no patient involvement.